Manufacturer narrative:
Date of event: exact date unknown, event occurred after implantation. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20562006/20562006.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned. No further information could be obtained despite good faith efforts.